Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient fell and landed on their tailbone and since then, they had nerve pain in their right leg and numbness. The patient had an x-ray done at the emergency room, but the doctor did not review the x-ray before they left on vacation. The patient was redirected to follow up with their healthcare provider (hcp) regarding the issues. No further complications were reported/anticipated.